Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level of 529 mg/dl. The customer reported issues with the cannula bent. The customer stated that the issue occurred after the first 24 hours. The customer did not troubleshoot for high readings. The product was not returned for analysis.